Event description:
Customer reported that insulin squirted out during the manual prime and that she had to use glucagon to elevate the blood glucose. The blood glucose reading was 95 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.